Event description:
It was reported during a routine check performed by hospital personnel , the cs300 intra-aortic balloon pump (iabp) displayed electrical failure 50. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) has stated that the problem found, message "electrical test failed code 50" on user screen. Errors logs and faults logs pics attached. Perform preliminary checks. As per service manual replace motor control board. Site contact state send new po for amount of labor and parts. Will order parts and return another day. As per service manual replaced motor controller board. Completed all functional and safety tests per factory specifications. The failure analysis and testing dept. Received part number pcb, motor controller serial number (B)(6) with a reported unit failure of electrical failure code #50. The failure analysis and testing dept. Performed a visual inspection and found the part to have an extreme infiltration of a white residue on part number pcb, motor controller serial number. Based on past experience, this residue is consistent with saline. Due to the saline damage, the fat dept. Cannot investigate this complaint any further. The saline is the probable cause of the electrical failure code #50. Retaining the pcb, motor controller in the fat dept. Per procedure number 0002-07-d008 rev.ar. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.